Event description:
It was reported that the bronchofibervideoscope had black pixels with no image. There was no patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.